Event description:
I am currently and have been (since 2014) suffering from severe breast implant illness. I fight so many terrible and debilitating symptoms on a daily basis. I have never had these symptoms until they all started to come upon me at once. It began with severe fatigue, so bad that it is hard to complete daily activities-small chores seem huge because of the severe exhaustion, extreme weight gain for no apparent reason and inability to lose weight. It just keeps going up. I battle depression and anxiety. Extreme sensitivity to heat/cold and it fluctuates severely in mins sometimes. My entire body hurts-sometimes I can barely walk due to the foot and joint pain. I have joint and muscle pain all through my body, brain fog - sometimes I can't remember the most simple things, like my cat's name or a common everyday word when having a conversation, headaches. Random unexplained skin rashes, severe and shooting pain in my breasts, heart palpitations and many other terrible symptoms that make me feel terrible everyday and make everyday tough to get through. Various personal therapy to help deal with depression. Mentor breast implants.